Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer's blood glucose value was 485mg/dl and took manual shot of 10u of insulin for correction. Also customer took manual shot this morning for correction and he is currently correcting his blood glucose using shot for he could not connect to the pump earlier. Insulin pump will not be returned for analysis.